Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01980.

Event description:
The patient was undergoing a coil embolization procedure in the right gastric artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician advanced a ruby coil into the target vessel using a non-penumbra microcatheter and attempted to detach it using a handle; however, the ruby coil failed to detach despite several attempts were made to reposition it. Subsequently, the physician decided to retract the ruby coil into the microcatheter. While retracting the ruby coil, the ruby coil unintentionally detached in the microcatheter. The physician then pushed the ruby coil back into the target vessel to prevent the ruby coil from ¿flying out¿ and was able to implant seventy five percent of the ruby coil; however, twenty five percent of the ruby coil was hanging in the left hepatic artery. It is unknown on how the procedure was completed, and the physician has since treated the patient without any issues. There was no report of an adverse effect to the patient.